Manufacturer narrative:
The manufacturer previously reported receiving information alleging a test step during testing. The device was not in patient use. The ventilator was evaluated by third party service center and the customer's complaint was not duplicated. Machine flow sensor and muffler assembly are contaminated with black dust, inlet filter must be changed due to preventive maintenance.

Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.